Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted together with the left ventricular (lv) lead due to high pacing threshold and a new lead was required to extend battery longevity. A new device was placed. No additional adverse patient effects were reported.